Event description:
Reporter alleged blood glucose measured 129, 74, and 113 mg/dl when all tests were performed back to back within 10 minutes of each other. No treatment was received or actions taken as a result reportedly. A request was made for the return of the suspect device and replacement product was sent.